Manufacturer narrative:
(B)(6). This report is being submitted late as it has been identified in remediation. Complaint sample was evaluated and the reported event was not confirmed. Product left conforming to print as there was no evidence that states otherwise. Magnified photos of residue and artifacts of screw installation were reviewed. The thread with missing fast guide was inspected with thread plug gage. The go gage did find the threads to be conforming even though the thread gage did get some what tight as threaded further into the part likely due to the residue found in the threads. With all the evidence found within photos and signs of use leads to the conclusion that this dvr anatomic plate had been used and therefore likely that the fast guide was lost or misplaced sometime during this use. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Device analysis indicated that the device met specification. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that upon opening of a dvr anatomic plate, there was a screw thread defect. Based on the photo, it appears the issue is that one of the fast guides is missing. There was no patient involvement or delay in procedure. Another dvr plate was used to complete the procedure. No adverse event has been reported associated with this malfunction.